Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reporting "problems with my right implant, due to change in size / shape and odd pains" and "this has effected me massively to the point I have had surgery to correct it. The surgeon showed me the implants taken out and my right on had actually split apart, completely change colour".the device has been explanted. This record relates to the right side.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Visibility/palpability: unable to observe, as it is a medical event. That is not related to the device. Anxiety¿product/procedure: unable to observe, as it is a medical event. That is not related to the device. Pain: unable to observe, as it is a medical event. That is not related to the device. Product discolored: unable to observe, as it is a medical event. That is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided. It cannot be determined, which device is for the left or right side. Per ,the photos provided.

Event description:
Patient reporting, "problems with my right implant, due to change in size/shape and odd pains". And "this has effected me massively to the point I have had surgery to correct it. The surgeon showed me the implants taken out. And my right one had actually split apart, completely change colour".the device has been explanted. This record relates to the right side.

Event description:
Patient reporting "problems with my right implant, due to change in size / shape and odd pains" and "this has effected me massively to the point I have had surgery to correct it. The surgeon showed me the implants taken out and my right on had actually split apart, completely change colour".the device has been explanted. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, a.6, g.2, h.6.